Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had procedure done on (B)(6) 2020 for deep brain stimulation (dbs) battery replacement only in both left and right side with existing extensions and leads still active. The patient was in the hospital and her left side battery was removed on (B)(6) 2020 due to infection. The left side extension and leads are still implanted.